Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while treating a patient (age & gender unknown) the device intermittently did not internally dump energy. The complainant indicated the device was turned off and back on to dump the energy. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer was contacted for the return of the product. The customer responded and stated the problem was attributed to user error. The customer stated the device will not be returned to zoll for evaluation.